Manufacturer narrative:
Philips service replaced the geo module and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that motorized movement was unavailable due to geo module failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.